Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. . A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer reports their 8100 (sn: (B)(4)) failing patient side occlusion test. Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: walked the customer through placing the 8015 ,being used for testing, into maintenance mode by holding down the tamper switch while powering up. Next we selected "proceed" and then "external communications". After reconnecting to systems maintenance, 8100 passed the patient side occlusion test. Ended call.